Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30017843 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. The events of infection, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b3, b5, b6, g2, h6.

Event description:
Health professional reported ¿raised crp (c-reactive protein)¿, ¿raised wcc (white cell count)¿ ¿low level internal echoes and some septations¿ ¿some septations are seen amongst the fluid¿, ¿uncomplicated anechoic rim of fluid was seen surrounding the superior left lateral and inferior margins of the left breast prosthesis, measuring 5-7mm thick¿ and ¿along the medial aspect of the left breast, complicated fluid collection with low level internal echoes and some septations was noted corresponding to the area of clinical tenderness¿ and ¿55 ml of turbid fluid¿ ¿between the 6-10 o¿clock position there is approximately 10ml of fluid demonstrated adjacent to the breast prosthesis.¿ ¿a tiny amount of fluid is also noted at the 4-5 o¿clock position of the left breast.¿ ¿small pockets of fluid are noted adjacent to the implant in the lower inner quadrant measuring 3x29x4mm and at 12 o¿clock measuring 12x4x26mm.¿ ¿large amount of fluid around the left breast implant at the lateral and outer edge of the implant extending from 2 o¿clock to 6 o¿clock position.¿, ¿reactive lymph node measuring 37x11x14 mm is noted in the left axilla (armpit).¿ and ¿there is some peri-implant folding particularly from 3 o¿clock to 6 o¿clock position", ¿infolding of implant¿ via ultrasound. Also reported ¿there are scattered tiny cysts in the left breast 2-6 o¿clock measuring up to 3mm in diameter.¿ ¿at the 7 o¿clock position 2 cm from the nipple there is a 5x2mm simple cyst.¿ which is deemed not device related.

Event description:
Patient reported ¿rupture of implant" and "grade 3 capsular contracture¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported ¿rupture of implant" and "grade 3 capsular contracture¿. Health professional later reported ¿there are scattered tiny cysts in the left breast 2-6 o¿clock measuring up to 3mm in diameter.¿ ¿at the 7 o¿clock position 2 cm from the nipple there is a 5x2mm simple cyst.¿ deemed not device related. ¿raised crp (c-reactive protein)¿, ¿raised wcc (white cell count)¿ ¿low level internal echoes and some septations¿ ¿some septations are seen amongst the fluid¿, ¿uncomplicated anechoic rim of fluid was seen surrounding the superior left lateral and inferior margins of the left breast prosthesis, measuring 5-7mm thick¿ and ¿along the medial aspect of the left breast, complicated fluid collection with low level internal echoes and some septations was noted corresponding to the area of clinical tenderness¿ and ¿55 ml of turbid fluid¿ ¿between the 6-10 o¿clock position there is approximately 10ml of fluid demonstrated adjacent to the breast prosthesis.¿ ¿a tiny amount of fluid is also noted at the 4-5 o¿clock position of the left breast.¿ ¿small pockets of fluid are noted adjacent to the implant in the lower inner quadrant measuring 3x29x4mm and at 12 o¿clock measuring 12x4x26mm.¿ ¿large amount of fluid around the left breast implant at the lateral and outer edge of the implant extending from 2 o¿clock to 6 o¿clock position.¿, ¿reactive lymph node measuring 37x11x14 mm is noted in the left axilla (armpit).¿ and ¿there is some peri-implant folding particularly from 3 o¿clock to 6 o¿clock position.¿ ¿infolding of implant¿ via ultrasound. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side rupture and capsular contracture, baker grade iii. Healthcare professional reported ¿raised crp (c-reactive protein)" captured as irritation/inflammation; "raised wcc (white cell count)¿,¿low level internal echoes and some septations¿, ¿some septations are seen amongst the fluid" captured as infection; "fluid around the rim of the breast implant" captured as seroma; "reactive lymph node" captured as lymphadenopathy; "infolding of implant" captured as crease/fold. Healthcare professional confirmed the event of capsular contracture, baker grade iii however noted the device was not rupture. The device has been explanted. It has been determined that the event of rupture did not occur and therefore is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b).